Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. During procedure, a post-dilation performed with a 20 mm non-abbott balloon. The valve was implanted at a depth of 1mm. Five minutes after the procedure, the patient experienced a cardiac arrest. A resuscitation was performed, lasting approximately 3 minutes. After the patient was stabilized, the procedure was successfully completed. There was no delay in the procedure. The patient was reported discharged home in stable condition, with no injuries.

Manufacturer narrative:
An event of cardiac arrest was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and cine review, the cause of the reported cardiac arrest could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as resuscitation was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), ¿implantation precautions: to minimize likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3 mm (implant depth of <3mm could increase risk of embolization), b) maintain an implant depth at the non-coronary cusp less than the membranous septum length, and c) limit manipulations across the lvot.¿

Event description:
N/a.